Event description:
It was reported the patient's device has less volume than expected during a refill. The volume discrepancy was greater than 25%. The estimated residual volume was 38 ml and the actual residual volume was 29 ml. No symptoms or outcome were reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.